Event description:
New information received notes that the patient discomfort was intermittently occurring, and the physician alleged that abnormal lead position to be to cause of the reported discomfort. No lead abnormalities were observed or further alleged. The patient weight is unknown.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited high capture thresholds, and the patient reported discomfort. No additional issues were reported. The rv lead was explanted and replaced on (B)(6) 2023. The patient was discharged, and no further adverse consequences were reported.